Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the tip was broken. A 6f guidezilla ii catheter-guide extension was selected for use. During preparation, upon opening the package, the tip was found to be broken. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.